Manufacturer narrative:
Product ID: neu_stimloc_acc, product type: accessory. Product ID: 3389s-40, lot# va03ykj, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va01pn5, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012. The initial MDR was filed as MFR report # 3007566237-2013-00389. Additional review indicated the correct manufacturing site was. (B)(4).

Event description:
Additional information received reported that the patient had to have his lead repositioned as it had pulled approximately 1 cm out of the stn and was 1 cm superficial to the target. The patient was doing fine following the revision.

Manufacturer narrative:
Analysis of the stimloc accessory lot unknown found no anomaly.

Event description:
It was reported there was lead migration and the lead locking mechanism had opened. An MRI showed the lead had pulled out "about one centimeter." The lead locking mechanism was explanted and returned to the manufacturer to be examined. The patient recovered without sequela. Additional information was requested and if received, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID neu_unknown_lead, lot# unknown, product type lead product ID neu_stimloc_acc, serial# unknown, product type accessory. (B)(4).